Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received that alleges the fluid warning infusion set was leaking at the upper portion of the drip chamber during check prior to use. No pt injury or adverse event was reported.